Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: the involved batch is not known. As no batch number is received, the batch manufacturing record cannot be reviewed. Reviewed the batch manufacturing records, all batches were released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: without samples and/or the involved batch number, we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Anyway, according to the batch manufacturing records review, the possible products comply with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation ongoing. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the suture loosened and broke postoperatively. On (B)(6) 2018, a patient underwent an abdominal surgery, hartmann laparotomy. On (B)(6) 2018, "evisceration" and suture loosening was noted. Another procedure was required and re-suturing was performed. The patient was also noted as having an extended hospitalization and postoperative complications (possible obstruction, delayed wound healing, or gastrointestinal fistula). Additional information was requested.

Manufacturer narrative:
Samples received: 672 unopened pouches (of different batches) to analyze cases (B)(4). Reviewed the batch manufacturing records, all batches were released into the market fulfilling usp/ep and b. Braun surgical requirements. We have received the remaining stock from the customer for analysis: 13 closed samples of the batch 116451, 20 closed samples of the batch 116485, 40 closed samples of the batch 117093, 6 closed samples of the batch 117214, 31 closed samples of the batch 117475, 16 closed samples of the batch 118114, 125 closed samples of the batch 118131, 5 closed samples of the batch 118156, 36 closed samples of the batch 118385, 66 closed samples of the batch 718175, 112 closed samples of the batch 718236, 72 closed samples of the batch 718292, 36 closed samples of the batch 718326, 108 closed samples of the batch 718344 and 36 closed samples of the batch 718393. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum.): batch 116485: 6.35 kgf in average and 5.77 kgf in minimum, batch 116451: 6.73 kgf in average and 6.14 kgf in minimum, batch 117093: 6.95 kgf in average and 6.34 kgf in minimum, batch 117214: 6.75 kgf in average and 6.31 kgf in minimum, batch 117475: 6.62 kgf in average and 6.17 kgf in minimum, batch 118114: 6.65 kgf in average and 6.23 kgf in minimum, batch 118131: 6.87 kgf in average and 6.45 kgf in minimum, batch 118156: 6.87 kgf in average and 6.77 kgf in minimum, batch 118385: 6.84 kgf in average and 6.40 kgf in minimum, batch 718175: 6.52 kgf in average and 6.17 kgf in minimum, batch 718236: 6.57 kgf in average and 6.05 kgf in minimum, batch 718292: 6.71 kgf in average and 6.44 kgf in minimum, batch 718326: 6.54 kgf in average and 6.26 kgf in minimum, batch 718344: 6.80 kgf in average and 6.56 kgf in minimum, batch 718393: 6.98 kgf in average and 6.27 kgf in minimum. According to the results of the samples tested and the batch manufacturing records review, the possible products comply with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.